Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that a coupling piece was coming loose from the coupling shaft on the device. Therefore, the reported condition was confirmed. It was further determined that there was corrosion on some of the internal components. The assignable root cause was determined due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the reaming attachment device had an unknown malfunction. It was reported that there was a ten minute delay due to the event and an identical spare device was available for use. It was reported that there was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device returned to manufacturer was documented as jun 7, 2016 on the initial report. It has been updated as may 9, 2016. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured (jun 13, 2006). If additional information should become available, a supplemental medwatch report will be submitted accordingly.